Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 473 mg/dl. It was unknown how the customer treated for their high blood glucose. It was unknown if the customer was using auto mode at the time of event. The customer was assisted with program the insulin pump and checked setting. The insulin pump will not be returned for analysis.